Manufacturer narrative:
(B)(4): a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery defects observed. There was no defect found on investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had a problem and she had elevated blood glucose (bg) levels. The patient claimed for the previous 2 days, her bg levels had been high, but they were responding to injections and coming down. The patient indicated that her bg's had been elevating to the "500's" and also "hi". The patient claimed she had a symptom of nausea but denied vomiting. The patient also felt as though she had ketones although she denied testing for them. The patient mentioned that she thought she had a yeast infection. Through troubleshooting, the animas representative involved in this contact determined that there was no evidence of a malfunction of the pump related to insulin delivery. The patient was informed that all insulin in the pump was delivered as programmed. However, the pump's time of day was reportedly incorrect. The patient reportedly claimed that she only had one basal rate. However, a review of the basal program revealed 2 basal settings for am and pm. The difference in basal rates between am and pm was "0.200". The patient denied observing any bent cannulas or redness at the site(s). No leaks or air bubbles were observed with the infusion set or cartridge(s). The patient reportedly corrected the pump's time and insisted for the pump to be replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed elevated bg levels that meet animas' criteria for a serious injury. However, the reported injury can be attributed to possible use-error since the pump's time was incorrectly set in relation to am/pm and she had 2 basal rates.